Event description:
The customer reportedly obtained a 200mg/dl and 105 mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer used the same finger stick to obtain the results. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.